Event description:
It was reported that the user paused and disconnected from the ilet overnight and later contacted support for a supply change, with a reported blood glucose of 236 mg/dl. The user was assisted in reconnecting to the ilet after which blood glucose return to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included a review of device data and communication with the user, along with analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.